Event description:
During insertion of self-tapping anchor, driver shaft tip broke. Driver failure occurred when anchor was flush to bone surface. Dr commented anchor was not as deep as he would have liked. Tip pieces removed from shoulder, completed rotator cuff repair with anchor. No pt injury reported.